Manufacturer narrative:
One medfusion 3500 syringe pump was returned for analysis. A counterfeit top case and a crack to the right plunger case was observed upon visual inspection. The device history log was reviewed and indicated that a motor rate error had occurred. Occlusion testing was then performed, and a motor rate error occurred. Based on the evidence, the complaint was confirmed. However, there was no fault found as this was due to normal wear and tear.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion 3500 syringe pump during testing. There was no patient involvement or reported adverse effects.